Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the system is not switching on.

Event description:
The customer reported that the system is not switching on. There was reportedly no patient involvement.